Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with webster ® cs catheter with ez steer¿ technology and a clot was visualized on the intracardiac ultrasound. The catheter was removed and the case continued without further issue. The procedure was completed without patient consequence. The system did not display any error messages and the physician did not experience any product issues during the procedure. It was also confirmed that the issue did not occur during the ablation. Heparinized saline anticoagulant was administered to the patient. The patient has not exhibited any neurological symptom since the procedure was completed. The clot issue has been assessed as a reportable malfunction.

Manufacturer narrative:
On 8/2/2018, the biosense webster failure analysis lab received the device for evaluation. Device evaluation summary: upon receipt, the device was visually inspected. It was found to be in good condition. An electrical test was performed, which the catheter passed. No electrical malfunctions were observed. A deflection test was performed, and the catheter was found to be deflecting correctly. No other testing was performed. The customer complaint cannot be confirmed. Manufacturer¿s reference number: (B)(4).